Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed; however, the precise root cause was not identified. The product returned for evaluation was one guidewire in its plastic hoop. The wire appeared to exhibit a burr near the distal end. Tactile inspection of the sample revealed a misaligned coil near the proximal weld tip. Microscopic inspection of the proximal end of the guidewire confirmed that the proximal-most coil was deformed and misaligned. The grind pattern on the coil was unremarkable. No obvious mechanical damage was observed on or around the misaligned coil. The lack of grind pattern irregularity suggested that the coil misalignment occurred following the grinding process. Coil misalignment can occur if the wire is manipulated/twisted. It could not be determined when that manipulation occurred. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation prior to or during attempted use. A quality alert was issued regarding this issue type at the manufacturing facility.

Event description:
It was reported that when the catheter was placed on (B)(6) 2018, during the process of withdrawing the guide wire after the catheter was fed into the vascular sheath, it was found that the tip of the guide wire in the vascular sheath was hook-shaped. It was stated the catheter could not be smoothly fed and the catheterization could not completed. Then the vascular sheath was exchanged with a new one and re-placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn0744 showed two other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that when the catheter was placed on (B)(6) 2018, during the process of withdrawing the guide wire after the catheter was fed into the vascular sheath, it was found that the tip of the guide wire in the vascular sheath was hook-shaped. It was stated the catheter could not be smoothly fed and the catheterization could not completed. Then the vascular sheath was exchanged with a new one and re-placed.